Event description:
The caregiver of an (B)(6) male patient contacted lifecor customer support to report that the device is not working. She stated that the staff knows nothing about the device and the patient is very confused and does not know how to operate the device. The nurse stated that the device would not start up. A patient services representative (psr) visited the patient. He stated that one battery pack was completely dead. He stated the second battery pack and monitor were fully functional. From the flag files it could be seen that the patient had used the first battery pack since the time of fit. The psr reminded the patient and staff to change the battery pack every 24 hours. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download from this patient. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.